Event description:
It was reported "doctor had a leak on a patient that he informed us about today. Patient is still in the hospital". Additional information was requested from the complainant; however, further details have not been provided at time of this report.

Manufacturer narrative:
(B)(4).